Event description:
Healthcare professional reported "capsular contracture baker grade iii". Patient later reported "deflation". This record is for the right side. Device remains implanted.

Manufacturer narrative:
This is a follow-up to a medwatch submitted under manufacturing report number 9617229-2017-00684. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture baker grade iii". And "deflation". The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". Patient later reported "deflation". Healthcare professional later reported "deflation". This record is for the right side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported "capsular contracture baker grade iii". Patient later reported "deflation". Healthcare professional later reported "deflation". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ deflation: observed an opening through microscopic inspection assessed as surgical damage and observed delamination of diaphragm valve assessed as adhesive failure, no further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (wear abrasion, creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.